Event description:
It was reported that the ilet insulin pump was found in two halves with a separated screen bezel and was inoperable, consistent with a hardware failure involving the enclosure and display assembly. Symptoms included no insulin delivery due to device inoperability, without reported adverse clinical effects. Outcomes included interruption of therapy requiring device replacement and instructions to resume glucose management with cgm and to set up the replacement device. Investigation included collection of device information, user education, and logistical arrangements for return and replacement. Investigation of this case revealed a confirmed mechanical separation of the pump housing and screen bezel that rendered the device nonfunctional, consistent with a structural integrity failure of the pump enclosure/display component. It was concluded, based on previously established findings for similar reports, that the cause was a product mechanical failure of the device housing/display assembly.